Event description:
Pt self tester reports discrepant results with meter compared to another meter. Date: (B)(6) 2010; nurse's inratio: 104; pt's inratio: 2.1; lab: (lot # 225323). Date: (B)(6) 2010; patient's inratio: 2.0; lab: 1.4 (lot # 237411). Pt's target therapeutic range on the meter is between 2.5-3.5. On (B)(6) 2010, the pt was on day 8 of a 10 day regimen of antibiotics.

Manufacturer narrative:
Investigation pending.